Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl). Corrective boluses and insulin injections were used to address the bg level. The cause of the high bg was not known. The pump supplies were changed and the infusion set site was changed out twice. The customer reverted to using insulin injections to manage diabetes and the contact was to consult with a healthcare provider. The contact declined further follow up.